Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 500 mg/dl and the low blood glucose level was 35mg/dl. The customer declined troubleshooting for low and high blood glucose value. The device will not be returned for analysis.